Event description:
It was reported that during a da vinci-assisted sliding hiatal hernia surgical procedure, a user informed the technical support engineer (tse) that the bipolar function was not working. The user attempted to use a different bipolar cable, but the issue persisted across both bipolar ports. As a workaround, the user used external cautery generator to complete the procedure. Tse reviewed the system logs but did not find any issues related to the bipolar instrument or the erbe unit. No known impact or patient consequence was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was not able to reproduce the reported complaint, however the fse did replace the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. The iesu with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vio integrated electrosurgical generator unit (iesu) to perform failure analysis. The iesu was analyzed and the issue was not confirmed through system log review. Upon visual inspection, the unit was observed to have multiple scratches on the cover, along with missing screws and the front-right rubber foot. Functional testing confirmed that the unit powered on normally and successfully cauterized across all ports and instruments without issue. The probable root cause cannot be determined based on the information provided and failure analysis results. The reported event was not confirmed as failure analysis found no functional issue with the iesu unit. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.

Event description:
Refer to h11 for follow-up information.